Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report clip movement, tissue damage and death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat degenerative mitral regurgitation (mr) with a grade of 3. Two clips implanted, reducing the mr to 1. The patient was discharged. One week later, the patient condition collapsed and returned to the hospital. On (B)(6) 2020, the patient died. An autopsy was performed. It was suspected that there was a leaflet tear and both clips were not aligned anymore. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the partial clip movement could not be determined. A cause for the reported death and tissue damage could not be determined. The reported patient effects of death and tissue damage are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.